Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record reviewconfirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Jet registry clinical study. It was reported that restenosis occurred. In (B)(6) 2013, the patient was admitted with complaints of worsening right lower extremity intermittent claudication and underwent elective peripheral angiography and percutaneous endovascular intervention (pei). Examination revealed a right ankle brachial index (abi) of 0.9. The target lesion was located in the right superficial femoral artery (sfa) with 75% stenosis and was 10mm long with a vessel diameter of 5.5mm. The target lesion was treated with the jetstream navitus system. A successful pei was performed. A 0.14 non bsc 7.2mm filter was positioned in the right popliteal artery segment for distal embolic protection. A jetstream navitus - l 2.4/3.4 atherectomy and thrombectomy device was advanced into the right sfa and used to debulk the complex stenotic segment. Adjunct balloon angioplasty was performed with excellent angiographic result. The filter was noted to be full as evidenced by the slow flow through the filter. A non bsc 110mm sheath was used to remove the full filter. Final angiogram showed excellent dilatation of the segment with no significant residual stenosis and brisk flow to the distal vessels. The patient was discharged the same day on aspirin and clopidogrel. In (B)(6) 2014, the patient was admitted to the hospital with complaints of recurrent right lower extremity intermittent claudication and underwent pei. Examination revealed a right abi of 0.7 and a left abi of 0.9. Selective angiography showed the right sfa was patent with mid to distal segment complex and tubular 50 to 60% stenosis. A successful pei was performed the same day. A non bsc pressure wire was advanced across the right sfa stenotic segment and positioned distally. Balloon angioplasty was performed to dilate the stenotic segments. Further balloon inflation with a bigger sized diameter balloon catheter (6.0mm) was also performed. Provisional stenting of the lesion was also done due to unsatisfactory balloon angioplasty angiographic results; presence of intraluminal dissection and the persistent pressure gradient across the lesion (resting = 6 mm hg, post ntg gradient = 20 mmhg). Final angiogram showed excellent dilatation of the stenotic segment with no significant residual stenosis and brisk flow to the distal vessels. The final gradient (post-stenting) was 0 mm hg (resting gradient) and a gradient of 9 mm hg post ntg infusion. The event was resolved and the patient was discharged from the hospital the following day on aspirin and clopidogrel.